Manufacturer narrative:
There is no indication of any system or component failure. Replacement of the ipg was due to damage that was incurred from handling during the revision procedure. Migration of components is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower extremity pain by targeting the sciatic nerve. The implantable pulse generator (ipg) was placed in the lateral thigh. The system was activated on (B)(6) 2024 and the patient initially reported receiving good pain relief from the system. Patient later experienced communication issues between the ipg and the external therapy discs, causing intermittent therapy. Ultrasound imaging and palpation of the ipg location confirmed that the ipg had migrated beyond the optimal depth for consistent communication. A surgical revision was performed on (B)(6) 2024 with the intention of repositioning the existing ipg. During the procedure the ipg was damaged and required replacement. The implanted leads remained in place and in use. The new ipg has been activated and patient is reported to be doing well.